Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with both monofilaments. One was loaded into the device. Both filaments had damage in the form of kinks and indentations, and the one that was outside of the device was severed. There was minimal debris. A functional evaluation concluded that the wheels of the device could not advance the monofilament, either due to the internal structure or the damage on the monofilament. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include environmental debris causing friction in the device, a greater number of advancements and retractions than anticipated for the single use device, use of a damaged monofilament, or reuse of a single use device.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during surgery, the loop of the accu-pass was damaged since it got stuck in the wheels that allow the loop to come out. The procedure was completed using a back-up device. It is unknown if a delay occurred. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.